Event description:
The customer received cell blank alarms and also had problems with pt results "coming off negative". The customer stopped the run when he saw these values. The negative values were accompanied by data flags instructing the user there was a problem with the results. The customer also stated not all of the samples initially gave negative results. Fourteen pts were involved, with 4 tests (ast, alt, bun, and creatinine) being run on each sample. The following discrepant results were provided: pt 1, initial alt result 32, repeat 149 u/l; pt 2, initial ast result 15, repeat 150 u/l. None of the initial results were reported out. Samples were serum. Customer had dayshift repeat add'l pts, but the repeat results were not available. The field service rep determined the absorbance lamp was the cause of the discrepancies. He replaced the lamp, checked probe alignment, rinse mechanism, and cuvettes. He performed cell blank and photometer check, all were ok. He verified lamp and analyzer operation by performing calibration and qc. Instrument operating within spec.